Event description:
/ Biosense webster, inc. / cables/ leads / d133701 / interface cable, varipulse catheter to generator (orange - orange) - high voltage detected on electrodes (307). Manufacturer response for cardiac cables/ leads, (brand not provided) (per site reporter).